Manufacturer narrative:
Preventive maintenance was performed on the analyzer on (B)(6) 2017 and the analyzer was confirmed to be running within specifications. A specific root cause could not be determined based on the provided information. It is possible that a tilted tube in combination with not using a rack adapter or bubbles on the sample surface may have caused the low result.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for multiple assays tested for one patient sample on a cobas 6000 c (501) module - c501. Of the mentioned assays, the sample had an erroneous result reported outside of the laboratory for ldl_c ldl-cholesterol plus 2nd generation (ldl). The sample initially resulted with an ldl value of 0.17 mmol/l and repeated as 4.39 mmol/l. No adverse events were alleged to have occurred with the patient. The ldl reagent lot number and expiration date were asked for, but not provided.